Event description:
Patient reported right side device rupture discovered during surgery. The patient had back pain and pain on the side of the right breast and noticed a change in shape prior to surgery. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side device rupture discovered during surgery. The patient had back pain and pain on the side of the right breast and noticed a change in shape prior to surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side device rupture. Discovered, during surgery. The patient had back pain and pain on the side of the right breast. And noticed a change in shape, prior to surgery. The device has been explanted.

Event description:
Patient reported right side device rupture discovered during surgery. The patient had back pain and pain on the side of the right breast and noticed a change in shape prior to surgery. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.